Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has an error code message of auto-zeroing of machine and proximal pressure transducers in post failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Data acquisition (da) to motor controller (mc) cable assembly was the only part that returned to failure investigator (fi) lab for evaluation. Since this is a known issue; no further investigation is required. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.